Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that lead in the right ventricle (rv) was implanted in an improper position. The physician explanted that rv lead and implanted a new rv lead in the apex of the right ventricle. The patient was stable before, during and after the procedure.